Event description:
The customer reported the ventilator was alarming during use on a patient. The customer reported there was no patient harm. As the device was out of warranty, the customer contacted manufacturers product support (pse) and reported upon review of the device diagnostic log he noted an occurrence of an oxygen not available alarm indicating oxygen support has been discontinued. Loss of the oxygen source can be detrimental to a patient. The customer reported there was oxygen coming through the oxygen manifold in use on the device. The pse discussed the alarm and oxygen pressure. The pse advised the customer to assess the oxygen supply and manifold/hose and evaluate the data acquisition pcb board for replacement as needed. The customer reported check of the oxygen supply found no issues. The customer reported the data acquisition pcb board was replaced which corrected the reported problem.

Manufacturer narrative:
Device out of warranty; no manufacturers service requested.